Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001822565-2018-04235, 0001822565-2018-04236.

Event description:
It was reported that upon incoming inspection at the distributorship, a crease was found in the seal of the sterile package of the guide wire. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the products confirmed the presence of crease and/or fold in the seal of the pouches. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.